Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, implanted: (B)(6) 2003, product type: implantable neurostimulator. Product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported that the patient was implanted for reflex sympathetic dystrophy (rsd) pain in 2002 with percutaneous leads. The leads and the ipg had to be removed later due to infection. The device was then replaced. Relevant medical history includes complex regional pain syndrome type I.